Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. The customer blood glucose level was 28.0 mmol/l at the time of incident. The customer states that the insulin pump turned off for some minutes, she inserted 6 batteries and the insulin pump commenced working after the 7th battery was inserted. The customer was able to successfully clear the alarm and did not receive request to rewind insulin pump. The customer did not provide any information regarding the symptoms and treatment for their high blood glucose. The customer declined the troubleshooting. The insulin pump will not be returned for analysis.